Event description:
Reportable based on device analysis completed on 08jul2025. It was reported that the coil was unable to advance and unable to be withdrawn from the catheter. The target lesion was located in the abdominal aortic aneurysm. An 8mm x 40cm interlock -35 was selected for use. During the procedure, a 5f single-bend catheter was advanced into the internal iliac artery and into the controllable coil of the bsc 35 system. However, due to the y-valve connection being too stuck, the coil could not move forward. It was pushed repeated but failed, also the heparin water could not be flushed either. Upon withdrawing, the coil could not be withdrawn. Therefore, the catheter was withdrawn from the lumen together. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached main coil.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched and detached at the coil arm section, moreover the main coil lost the form. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.